Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and was hospitalized in emergency room on (B)(6) 2019. The customer's current blood glucose value was 598 mg/dl. Customer treated for high blood glucose using manual injection 25 u. Customer stated was in the hospital due to the pump not working right for three days and took the pump off and was there for 6 hour and got the blood glucose down to 300 mg/dl. Customer experienced symptoms like nausea, dizziness and no energy. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Treatment at hospital was with a needle and the same insulin and the blood glucose went down also stated have not been on the pump for about a month now. Customer stated the self test passed. Customer reported displacement test passed. The devices will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. The insulin flow blocked alarm functioning properly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.